Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
While the physician tried to inflate the balloon a second time (after one failed insertion of the tracheostomy tube), the balloon burst at a pressure of 11 atm, while still inside the patient. The physician left the wire guide inside the patient, used a new blue rhino set to insert a tracheostomy cannula and placed it. The physician then removed the small pieces from the balloon via a bronchoscopy from the trachea of the patient. Patient outcome was not provided by reporter.